Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic dilation procedure, while the device was in the patient and the patient was under sedation, the balloon dilator did not fully deflate. No patient harm was reported.